Manufacturer narrative:
A ge service rep performed an onsite investigation. The generator interface board software was reloaded. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would overheat very quickly during a procedure. No pt injury was reported.